Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Ref MFR report: 1627487-2012-08204. It was reported the pt experienced shocking sensation and temporary skin discoloration in the leg during charging. The pt also experienced unintended stimulation in the legs when the system was turned on and off. The unintended stimulation started shortly after the implant. The scs system was explanted to resolve the issue. No further info is available at this time.